Event description:
It was reported that the patient¿s pump ¿turned off¿ during a magnetic resonance image (MRI). The pump was restarted. The event took place (B)(6) 2011. The pump was delivering baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).